Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The 3 additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with five proglide devices using the pre-close technique via an 8f sheath prior to a balloon aortic valvuloplasty (bav) interventional procedure. Reportedly, the suture of the first and second proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the bav procedure was completed. Knot advancement with the suture of the first proglide device was successful. As tension was pulled to advance the knot of the second proglide device a suture break occurred. Enough of the second proglide suture was left to advance the knot but full hemostasis was not achieved. Arteriotomy closure was attempted with three additional proglide devices; however, no suture was present when the plunger of the three proglide devices was removed. An angioseal was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.